Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident has also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after almost 2 hours of surgery (sealing and cutting) the jaws of the device could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Visual inspection found the jaws are stuck shut. The investigation found the jaws were stuck shut due to the knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.